Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated ¿38 ¿ insulin, consecutive stalled motor¿ alerts shortly after starting the device, with the alert recurring after multiple restarts and resulting in a recommendation to replace the ilet and revert to backup therapy. Symptoms included hyperglycemia with a reported peak of 230 mg/dl and approximately three hours above range, without ketone testing, professional medical intervention, or other assistance. Outcomes included shipment of a replacement ilet and instructions on device shutdown, return, data syncing, start-up requirements for the replacement, and continued cgm use. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.